Event description:
It was reported that the patient had a revision tha. Liner and head swap due to metallosis. Replaced metal on metal with a poly liner and ceramic head. Additionally when trialing dual mobility our trials screw ring broke off and are in need of a replacement. All parts were recovered. Doi: unknown. Dor: (B)(6),2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (is product problem, h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (device code).

Event description:
Additional information was received stating that "a. Please provide the product code and of the products. Unk hip acetabular liner metal pinnacle. Unknown bi-mentum hip acetabular trial liner. No metal liner was used. We trailed dual mobility but ended up just using a standard neutral acetabular liner. We did not use a bimentum trial liner. B. What is the implantation date? The original implants that we took out were implanted in 2004. New implants were put on (B)(6) 2022. C. Excerpts from the clinical correspondence: please provide all correspondence relevant to the reported event for example: onset of symptoms, trauma, other devices, leg length discrepancy, gait patterns, medical investigations or any other issues the complainant feels important. Symptoms: pain and dislocation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.